Event description:
It was reported that the pt can only use 5 electrode channels. Five of the electrode channels have hi impedances and 2 have short circuits. There has been no reports of any accidents and there is no sign of trauma to the implant bed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.